Manufacturer narrative:
The explanted device was discarded by the medical facility and will not be returned for evaluation.

Event description:
A report was received that the pt was going to have a pocket revision due to pain at the implant site. Pt's physician decided to replace the pt's implant. The pt is reportedly doing well after the revision.